Manufacturer narrative:
The investigation determined that a higher than expected vitros phenytoin (phyt) result was obtained on a vitros tdm quality control fluid processed using a vitros 5600 integrated system. The most likely assignable cause is instrument related, as the within run precision testing for phyt showed unacceptable precision performance prior to service actions and improved precision performance after service actions. These service actions include replacement of the spring on wash fluid shuttle, the wash fluid shuttle assembly, tubing, pump and rotor. Although the vitros phyt reagent cannot be completely ruled out as a contributing factor, multiple assays were impacted indicating the issue is likely to be related to the instrument.

Event description:
The customer obtained a higher than expected vitros phenytoin quality control result (vitros tdm iii lot h5125 = 148.5 versus expected 119.3 umol/l) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected on patient samples. The non-reproducible vitros phenytoin result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).